Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she inserted a sensor and she keeps getting a lost sensor alert. Customer stated that she tried to reconnect the old sensor but saw a little blood once she inserted. Customer's blood glucose was 188 mg/dl at the time of the incident. Customer stated that the wrong transmitter ID is not programmed in the pump. Customer was at home when the alert occurred. Customer stated that once she removed the sensor, she saw no wire and a little blood. Customer was advised to change the sensor. Customer was advised that the sensor will be replaced.

Manufacturer narrative:
A visual inspection was performed on1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer was received in said condition due to the sensor was returned opened and used.